Manufacturer narrative:
Internal investigation has shown that the bulk lot of latex used to MFR this kit is exhibiting false positive reactions when tested with known negative plasma specimens. Known negative serum specimens do not demonstrate the false positivity. Internal investigation of retention/returned kits also exhibit a false positive reaction with known negative plasma specimens, however, known negative serum specimen testing results are acceptable.

Event description:
Customer states "that this kit is giving false positive results. [Customer] just performed his first run of specimens while using this kit and all samples appeared positive. [The] negative control is working appropriately. All samples tested were preserved in edta."